Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. This could have been the result of a high stick (above the inguinal ligament), but this could not be determined. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted. The collagen was exposed and stripped off the wire and the device was removed. Site was dry and no evidence of hematoma present. After 4 hours of bedrest, the patient's bp dropped when she stood up and a CT scan revealed a retroperitoneal bleed. Patient remained in hospital overnight and received 1 unit of blood. A second CT scan was performed the next morning, which revealed the retroperitoneal bleed had resolved itself. The patient remained one additional day in the hospital for observation and was then discharged.